Event description:
Patient reports defective vios system it doesn't bring medication out of the cup. Provided pt with manufacturer phone number to get replacement unit. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.